Event description:
It was reported the battery drawer of the epg (external pulse generator) is sticky. There are also assorted cracks and chips in the case. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The battery drawer would not open smoothly because the battery contacts were compressed, and the upper and lower case halves were broken. The control knobs were also found to be contaminated, one bail was missing, and the keyboard window was scratched. Both bail covers, ring cover, and battery drawer were broken, and one bail was missing.